Event description:
Overdelivery reported. The pump was being set up in the post anesthesia care unit to administer meperidine 10mg/ml, 10mg pca dose with a 5 min pat lockout. The nurse programmed a 10mg loading dose during set up. After the loading dose was administered, she attempted to enter the pca dose of 10mg. The pump would not allow the pca dose to be set, it kept giving an unspecified alarm. When the nurse decided to switch out the pump, she noticed that "the pump had delivered 10ml instead of 10mg." The pt's vital signs remained stable and no adverse effects were reported. No add'l info was available.